Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was over glued. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed, and no applicable history was found. Functional testing confirmed the reported issue, and found the dso sensor was not able to function properly due to the dso seal being over glued directly to the sensor. This resulted in the sensor reading being held high. The dso seal was removed and replaced, and the dso sensor was cleaned to address this issue.

Event description:
It was reported that the pump's downstream occlusion calibration was failing during testing. Evaluation of the returned device found that the downstream occlusion (dso) seal was over glued and was preventing the dso sensor from functioning properly.